Event description:
Patient came to the hospital and claimed that her hand had numbness. It was found in the x-ray that distal locking screw had backed out and hence an extraction operation was performed.

Manufacturer narrative:
Investigation in progress but not yet complete.